Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the atrial lead had dislodged and exhibited failure to sense. The dislodgement of the lead was verified by x-ray. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.